Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) displayed an error code at start-up and would not proceed past the point. It was indicated that a battery wire had been pinched and wire was exposed. It was also indicated that multiple external components were damaged and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code which could not be cleared. It was suggested that the epg be returned for service. There was no patient involvement.